Manufacturer narrative:
On 12/14/2015 a medtronic representative, following-up at the site, reported relevant medical history of the patient was renal cell carcinoma of the brain post radiosurgery and nephrectomy. The surgeon removed the entire ablation around the hemorrhage and stated the tip was removed with the resection. Return requested. Medtronic investigation of returned suspect device finds that the returned cooling catheter has a bend in the catheter about 25 centimeters from the distal end. The tubing does not appear to pierced at this point. The catheter is charred near the tip and the tubing is pierced. There is another charred area about a centimeter back. The tip is also missing. Physical damage. Charred/burned device.

Event description:
A medtronic representative reported that, while in a tumor ablation procedure, the site used the 15 watt laser, 85%, 3 minutes 20 seconds per burn, 12-15 burns total with the same visualase cooling laser applicator system. The site would let the anatomy and disposable cool down in between ablations and typically burn in the same position three times before moving the fiber to another relative location within the catheter. The fiber appeared to be fully functional and the therapy was successful. The catheter was charred, the tip point was missing and there was a small hole 1.5 centimeters from the distal tip. The leak was identified when removing the disposable and pink fluid appeared in the return saline bag. Tumor was about 8 centimeters from the skull. The patient had a biopsy performed prior to viusalase ablation surgery and began to hemorrhage. The surgeon decided to proceed and use visualase after the hemorrhage was identified. After the visualase therapy was completed, it was discovered that the distal tip of the catheter was left in the anatomy. There was an additional surgery to extract the catheter tip and correct the hemorrhage. Delay in therapy was greater than one hour before continuing. Note: the hemorrhage was not caused by the laser thermal therapy ablation, it was a side effect of the biopsy, previous to the ablation.

Manufacturer narrative:
Device manufacture date provided. Per further engineering analysis, the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: a review of new information received on 03/28/2016 found that this event is a product problem only, and not an adverse event. The adverse event was found to be related to the biopsy portion of the procedure and was not related to the medtronic visualase device used for laser interstitial thermal therapy (litt). A medtronic chief medical officer, m.d., spoke to the neurosurgeon involved with the reported event who confirmed that the adverse event related to the biopsy procedure was an intracranial hemorrhage. Before pursuing litt, the surgeon performed a stereotactic brain biopsy to obtain a diagnostic tissue sample. The surgeon immediately noted some bleeding up the biopsy needle and this hemorrhage was also noted on intraoperative imaging prior to beginning the litt procedure. The surgeon proceeded with litt using visualase given the deep nature of the tumor and in the surgeons judgment the risk of not proceeding with ablative surgery exceeded the risk of treating the tumor in the face of a known hemorrhagic event. The hemorrhage was verified by imaging before the litt was attempted. There was some charring around the tip of the catheter and a small piece of catheter tip may have been retained in the brain. The patient ultimately underwent open craniotomy to address the hematoma and the catheter tip which was not identified or returned for analysis as previously reported the surgeon was not sure whether or not the catheter tip was even left behind, or if the tip melted and remained a part of the catheter. The second surgery was performed to address the hematoma and was not performed because the tip of the melting catheter may have been left behind. The second procedure was not triggered or associated with the melted catheter in any way. The surgeon reported even if the tip had been left behind, the surgeon still would not perform a second surgery to remove it. Based on the reported timeline and conversation with the neurosurgeon the chief medical officer, agreed that the intracranial hemorrhage was caused by the biopsy and was not related to the visualase treatment. The surgeon further reported that the patient ultimately had a good outcome. Per further engineering review, a CAPA was created to address the reported catheter damage. The root cause was found to be that users are not following instructions in the instructions for use (IFU) for maximum and recommended laser powers and exposure times. A contributing cause is that IFU specifications regarding the maximum and recommended laser powers and exposure times are not clear for all procedures that use the visualase cooled laser application system (vclas), this will be corrected as part of the associated CAPA. The IFU contains guidance regarding the laser power (w) and exposure time (min) based on the laser core diameter however the guidance is believed to be inadequate for users. The IFU also was determined to be unclear regarding the potential of catheter damage due to excessive laser power (w) and/or exposure time (min).

Manufacturer narrative:
The surgeon provided further details regarding the reported event: the hematoma was not device related/caused by use of the visualase device. He was not sure whether or not the catheter tip was even left behind, or if the tip melted and remained a part of the catheter. The second surgery was performed to address the hematoma. It was not performed because the tip of the melting catheter may have been left behind. The second procedure was not triggered or associated with the melted catheter in any way. Even if the tip had been left behind, he still would not perform a second surgery to remove it.